Event description:
It was further reported that the patient was doing well and receiving effective therapy.

Event description:
It was reported that the patient had an abandoned lead and an extension that was cut to remove the battery. It was unknown when the battery was removed, but it was indicated it was removed because it wasn't giving stimulation in legs where the patient needed it. The patient then underwent a trial for the current spinal cord stimulation (scs) system. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3587a, lot# l47737, implanted: (B)(6) 1998, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer. Patient product ID: 3587a, lot# l47737, implanted: (B)(6) 1998, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. (B)(4).